Event description:
It was reported that the user experienced hypoglycemia after announcing a meal and engaging in a walk, with a lowest blood glucose of 66 mg/dl and approximately 10 minutes outside of range while using a g7 cgm and the ilet system. Symptoms included feeling low and recognizing the need to act. Outcomes included no medical intervention, no use of backup therapy, and recovery to in-range glucose. Investigation included troubleshooting and user education, with assignment for additional training and a request for assistance with a factory reset. Investigation of this case revealed the cause of the hypoglycemia to be unclear. It was concluded that the event involved user-reported hypoglycemia with unclear cause and no alerts or alarms reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.